Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6/7f mynxgrip vascular closure device (vcd) from the 7f non cordis sheath, the user had a hard time pulling the balloon through the white tube. When the balloon finally pulled through the tube, the user looked at the tip of the white tube; the sealant was stuck onto the tip of the tube. The procedure was completed with ten minutes of manual pressure after. There was no reported patient injury. Access was through the right femoral vein. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. The balloon was fully deflated. The balloon was prepped with 100% contrast. The deployer was not pinching/pinning the balloon with the advancer tube. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, when removing a 6f/7f mynxgrip vascular closure device (vcd) from the 7f non-cordis sheath, the user had a hard time pulling the balloon through the white tube. When the balloon finally pulled through the tube, the user looked at the tip of the white tube; the sealant was stuck onto the tip of the tube. The procedure was completed with ten minutes of manual pressure after. There was no reported patient injury. Access was through the right femoral vein. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. The balloon was fully deflated. The balloon was prepped with 100% contrast. The deployer was not pinching/pinning the balloon with the advancer tube. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe and the procedural sheath were not received for evaluation, and the stopcock was found in the open position. The sealant was not returned for evaluation, and advancer tube was received separated from the device the balloon was received fully deflated. Per functional analysis, during the inflation/deflation test on the balloon, the balloon was fully inflated, and the pressure was maintained. The balloon functioned properly, allowing inflation and deflation, as indicated in accordance with the mynxgrip instructions for use (IFU). The reported events of ¿balloon-balloon retraction jam-inside the advancer tube¿ and ¿sealant-sealant-dislodged¿ were not confirmed through analysis of the returned device since there were no issues noted during visual/functional analysis, and the sealant was not received. The exact cause of the failures experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages noted to the device and the balloon inflated/deflated as intended during analysis. However, procedural/handling factors (even though the user stated that the balloon was fully deflated and the deployer was not pinching/pinning the balloon with the advancer tube) may have contributed to the balloon retraction issue experienced. Also, the subsequent difficulty in retracting the device may have resulted in displacement of the sealant as the user may have not maintained proper position of the advancer tube during the issue. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ it should be noted that if the balloon is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon, resulting in a balloon retraction jam. It should also be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, and h11 this device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.